Event description:
It was reported that the customer was assisted by the paramedics due to his low blood glucose. The blood glucose reading was not reported. Troubleshooting was performed. Ran a self-test. The insulin pump was not vibrating during testing, but the audio tone was working. Also, it was found that the device was in rewind mode for several days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.